Manufacturer narrative:
E1: facility name (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not pass the occlusion test due to a gear drift problem. There was unknown patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected d9: 1/29/2025 h6: evaluation codes updated device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be verified and duplicated. The problem was found to be caused by a worn-out leadscrew. The leadscrew was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.